Event description:
Customer reported the insulin pump has been alarming no delivery. Customer stated that three weeks ago she speaking to a company representative but she hung up on the representative. Alarms were still reoccurring and blood glucose has been high, currently it was 499 mg/dl. Customer reverted to manual injections. Customer stated the device was not alarming for an expended time and then she will do a set change and the device will just continue alarming. Manual prime was performed and customer stated maybe a couple bubbles came out. Customer was advised to manually push insulin through tubing with a plunger, insulin did exit. Manual prime was performed and insulin did exit. Customer stated it takes 12 to 15 units of insulin for him to prime. Customer requested the device to be replaced since she didn't feel comfortable with the device. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.